Event description:
Reporter alleged blood glucose measured hi at 17:16 back to back with a result of 68 mg/dl at 17:21. No treatment or actions were taken as a result. A request was made for the return of the suspect device and replacement product was sent.